Event description:
The customer reported receiving motor error alarms from the insulin pump with no significant event occurring beforehand, and that the insulin pump was cracked. The customer reported being able to rewind the insulin pump. The customer also stated she had a blood glucose value of 500+ mg/dl two weeks beforehand, and a low blood glucose value the weekend before the phone call with the helpline. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed and no motor error alarms were noted. The insulin pump passed basic occlusion test and displacement test. The insulin pump has minor scratches on the lcd window, cracked belt clip slot and cracked battery tube threads.